Event description:
The attending physician observed screw back-out from an anterior cervical plate on films taken during a follow-up exam. Health care professionals described this pt as "wild" when awakening from the initial surgery in 2007, requiring him to be reintubated and sedated. In the opinion of these health care professionals, screw back-out could be attributed to this pt's wild behavior. A revision surgery was performed to replace backed-out screws in 2008. The revision case was completed with no further incidences and the pt is reported to be in good health.

Manufacturer narrative:
During eval of explanted screws there was no failure detected and the product was found to meet all specifications. This leads the investigator to believe that the pt's "wild" behavior did indeed cause or contribute to screw back-out.